Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials on the nozzle, probe cover, adhesive around the objective lens and in the directional knobs. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. Corrected data: b5, h6- component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from auxiliary water channel. The instructions for use states the detection methods associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" and the prevention methods in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign materials on the nozzle, probe cover, and adhesive around the objective lens. There were no reports of patient involvement.